Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose levels (283-483 mg/dl). Reportedly, the customer's blood glucose was not responding to pump bolus deliveries. The customer had changed cartridge and infusion set multiple times. The customer believes that the pump is not delivering insulin. While hospitalized, customer was treated with intravenous insulin drip and lantus. Customer was due to be released from the hospital the following day. System check was performed with tandem technical support and the pump performed as intended. Pump history was reviewed and showed no interruption in insulin delivery. Customer stopped using pump per recommendation of health care provider and reverted to manual injections.